Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during follow-up, the magnet rate could not be measured. Interrogation revealed an eri message. Measured rate was not displayed and the measured battery data was 1.94v, 21.8k ohms, 27 ua. There were no previous problems observed with the device.